Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that poor image at the connector part of the visera elite video system center was noted. The event occurred during inspection before use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction: correcting h10 of initial medwatch. The event of poor image was not confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b3, b5, d10 and h10. The information included in b3, b5, and d10 was inadverently omitted from the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that this was discovered during preparation for use on (B)(6) 2023. The procedure was not completed and a similar device was needed to complete the procedure. The device was inspected prior to use.